Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the tlc55 instrument would not staple the tissue. Another instrument was used to complete the case. There was no consequence to the patient. The device was discarded.